Manufacturer narrative:
(B)(4). The customer is requesting assistance in obtaining retrospective data about a pt who had expired. No allegation of product malfunction was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer is requesting assistance in obtaining retrospective data about a pt who had expired. No allegation of product malfunction was reported.